Event description:
It was reported there was a possible cerebrospinal fluid (csf) leak and seroma along with other related symptoms, and intervention and hospitalization occurred. The patient was admitted to the hospital for observation on (B)(6) 2012, and an aspiration of serosanguineous fluid took place on (B)(6) 2012 and (B)(6) 2012. In addition there was a catheter access port (cap) contrast study done on (B)(6) 2012, which showed no leaks and lab work which resulted in "no growth" after 4 days, as of (B)(6) 2012. The event was noted to be related to the device or therapy and possibly related to the implant procedure. The patient was experiencing symptoms of headache, malaise and a seroma. The event was noted as being of moderate seriousness. The event was later reported as a probable csf leak along with a seroma. The patient outcome was reported as resolved without sequelae as of (B)(6) 2012. The medication in the pump was morphine. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 8835 serial# (B)(4), product type programmer, patient product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6), product type catheter. (B)(4).